Event description:
New information noted that the noise was suspected to be a result of lead damage due to clavicular crush.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2018 instead of being explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise on the clavicular area. The lead was explanted and replaced. The patient was recovering after the procedure.